Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using a pod coil, a lantern delivery microcatheter (lantern), and a non-penumbra sheath. During the procedure, the physician experienced resistance while advancing the pod coil through the lantern and decided to retract it. While retracting, the pod coil unintentionally detached in the lantern. Therefore, the lantern containing the detached pod coil was removed. Upon removal, the physician noticed that the lantern was kinked around the proximal end. The procedure was completed using a new lantern and a ruby coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached. Evaluation revealed that the sr component was fractured. If the pod coil is retracted against resistance, damage such as an sr component fracture may occur. This damage likely contributed to the embolization coil detachment. Based on the reported event, resistance likely occurred from the kink in the lantern that was used in the procedure. Further evaluation of the device revealed a fracture and kinks on the pusher assembly, offset coil winds on the embolization coil and an ovalization on the introducer sheath. This damage was incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Placeholder